Event description:
It was reported that blood leaked out of the fibers into the dialysate compartment causing the machine to alarm. After testing positive for a blood leak test strips, the dialyzer was inspected and the leak was visible. The patient's estimated blood loss was 150 cc's. Blood flow rate: 250, dialysate flow rate: 500. The patient required no intervention and is doing well. Sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process, in addition, the batch record review confirmed the labeling, material, and process controls were within specification.